Event description:
It was reported that the user had been announcing meals as "less than" and requested assistance with a factory reset to restore the usual meal announcement option. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or therapy. Investigation included customer support troubleshooting and guidance to perform a factory reset. Investigation of this case revealed use error related to meal announcement selection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.